Event description:
After cataract removal and lens implantation, reporter noted blue fibers in pt's eye during slit lamp exam one day post-op. Believes irrigation caused fibers from microsponge in custom pak to be flushed into eye. Additional procedure required to surgically remove fibers.